Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 300's mg/dl and a correction bolus was delivered to address the high bg. The cannula was changed out. The customer thought that food consumption in the middle of the night may have contributed to the high bg. As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg event with a healthcare provider.